Event description:
Caller reported a malfunction on the pump, displaying a malfunction code malf 0, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer opted to use mdi as a backup therapy to maintain insulin delivery.